Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds, noise, oversensing, inappropriate anti-tachycardia pacing (atp), inappropriate shock therapy and decreased pacing impedances from 550 ohms to 373 ohms. An x-ray was performed and revealed that the lead had dislodged into the atrium. Subsequently, the patient underwent a revision procedure and this product was successfully repositioned. No further complications were reported. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.